Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130, or 43 noted during testing. Pump primed and seated properly when the test reservoir was detected. No prime fill anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. The customer blood glucose level was 103 mg/dl at the time of incident. The insulin pump will be returned for analysis.